Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger was resetting. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted on the bedside board. The cause of the failure is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the shorted component.